Manufacturer narrative:
(B)(6).

Event description:
The international philips field service engineer (fse) reported that an oxygen device failed. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by the customer and an international philips remote service engineer (rse). Additional information was requested to retrieve device repair or diagnostic information from the rse. However, it yielded limited information from the rse. The rse reported that the machine passed the warranty period, and the hospital did not ask for a repair. Confirmation or duplication of the reported problem is unknown. No other anomalies were reported.